Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the surgical team flipped the patient into the prone position for an unspecified procedure. However, upon tightening the 437a2309 tri-star headrest knob of the a2111 mayfield infinity xr2 tri-star swivel adaptor, it snapped off. The patient was not harmed since the surgeon was holding the patient's head while turning and tightening the mayfield device. It was unknown if there were any revisions or medical interventions done or if there were delay to the procedure. Additional information was requested.

Manufacturer narrative:
Investigation completed on 12 mar 2018. The device in question was not released for review nor was the lot number provided. A device history record review will be performed when either has been submitted. Therefore the failure mode cannot be confirmed. The root cause to the end users experience could not be determined.